Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter address line 1: (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a olevranon surgery, the va screws could not be fully seated in the plate hole and locked. There was a surgical delay of sixty (60) minutes. The system was changed from sst to titan. No fragments were generated. The procedure was completed successfully. This report involves one (1) 2.7mm/3.5mm va-lcp medl dstl humerus pl 2h/lt/82mm-medium. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the plate shows evidence of manipulation and stripping on some va locked holes. Additionally the alleged screw has evidence of stripped near the locking threads. Based on the provided information and the review of the universal small fragment system surgical technique, it is evident that the observed issues during the olevranon surgery can be attributed to improper handling and technique. Specifically: precautions: avoid overtorquing when threading the drill guide into locking and variable angle locking screw holes. Overtorquing can give a false impression of guide seating. Overtorquing and cross threading may cause screw hole damage. Improper placement of threaded drill guide can lead to locking screws not locking into the locking plate hole. Do not bend the plate using the threaded drill guide. Damage may occur to the plate hole threads. The precautions from the surgical technique highlight the importance of avoiding overtorquing, proper placement of the drill guide, and not bending the plate using the drill guide. These precautions, if not followed, can lead to the exact issues encountered: screw hole damage, false impressions of guide seating, and inability to lock screws into the plate. Therefore, it is reasonable to conclude that improper handling and technique, as warned against in the surgical technique precautions, likely caused the assembly issues a dimensional inspection was not performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the va-lcp dhp 2.7/3.5 med le med 2ho l82 ss would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. DHR: part number: 02.117.502, lot number: 164p943, manufacturing site: mezzovico, release to warehouse date: 18 may 2021. A manufacturing record evaluation was performed for the not sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H3, h4, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.